Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that undefined cartridge alarms intermittently occurred. The customer declined to provide more information or perform troubleshooting.